Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having received numerous "faulty therapies." Reprogramming was performed to turn off therapies and the implantable cardioverter defibrillator (ICD) remained implanted. Recently, the ICD began alerting multiple time a day due to low battery. The ICD remains implanted. No further patient complications have been reported as a result of this event.